Manufacturer narrative:
Exact date not provided, best estimate is between: 9/21/2020 - 3/1/2021. Telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a zkb00 intraocular lens (iol) was explanted from the patient's eye due to the patient not being able to adjust to a multifocal. A model zcb00 lens with a higher diopter (17.5) was implanted as the replacement. Further medical intervention was not required. It was indicated results for udva (uncorrected distance visual acuity) = day 1 20/16-1. No other information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Returned to manufacturer on 3/25/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. No nc/ER was found as part of this manufacturing records review. Historical data analysis: the search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.